Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. On (B)(6) 2018, the unit was triaged and service found that the unit had no sound.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service found that the unit had no sound¿. The unit was triaged and the reported condition was confirmed. U14, an amplifier ic of the audio circuit was found to be dislodged. A few pins of u14 were shorting each other as well. This was causing the unit to not have audio. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.